Event description:
Implant date: (B)(6) 2013, explant date: (B)(6) 2013. Pt demographics: (B)(6), male, age (B)(6), weight (B)(6) it was reported that the patient had implanted a long construct with solera 4.74 screw and rod cc+. There was rod breakage near a screw post-op. (Picture ) history: unknown injury: no patient injury details: patient has to pain after rod breakage outcome: alive - with injury.

Manufacturer narrative:
Analysis of the returned device shows that mas set screw witness marks noted on rod surface, adjacent to the area of crack origination. Fracture surface examination identified initial sub-critical overload at the area of crack initiation. This is followed by cyclic fatigue striations as identified by the fairly flat morphology of the fracture and progressive rings emanating away from the crack initiation area until complete fracture of the implant. Dimensional inspection confirms conformance to print specification. Unable to definitively determine specific root cause of the foregoing event from the available information. A review of radiographic images show 5 x-ray films are presented; they reveal ap and lateral views of a complex fusion construct t12 -l1-l2-l3-l4-l5-s1-iliac stable posterior lateral fusion appears at l5/s1 and l4/5. Posterior body compression noted at l3. Interbody spacers are noted at l4 and l5. Rod breakage is noted on right above l4 screw at interface between old and new fusion constructs. Images are inconclusive.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of radiographic images show 5 x-ray films are presented; they reveal ap and lateral views of a complex fusion construct t12-l1-l2-l3-l4-l5-s1-iliac stable posterior lateral fusion appears at l5/s1 and l4/5. Posterior body compression noted at l3. Interbody spacers are noted at l4 and l5. Rod breakage is noted on right above l4 screw at interface between old and new fusion constructs. Images are inconclusive.